Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and cannot clear it. Customer's blood glucose level was 164 mg/dl. Customer stated that insulin pump had little moisture. Customer stated they took out the battery and put it back in and it gave the button error message. The insulin pump will be returned for analysis.